Event description:
The customer reported via phone call that the customer experienced high blood glucose. The customer blood glucose was 425 mg/dl. The customer was using the insulin pump system within 48 hours of reported high blood glucose event. It was reported that the troubleshooting was performed. However, the customer will continue the use of device.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.